Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. According to the information received, "inside of shim is cracked". The product was not returned to depuy synthes, however photos were provided for review. See attachments ¿microsoftteams-image (15)¿ and ¿microsoftteams-image (16)¿. The photo investigation revealed that the metal bushing of the 254500632, attune shim sz3 6mm had sign of scratches. However, the cracked or broken condition of shim could not be confirmed based on the available evidence. This type of damage is consistent with other tools and hard edges coming in contact with the device and usage of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the 254500632, attune shim sz3 6mm would not contribute to the complained device issue. Based on the investigation findings, potential cause for scratches can be traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot . The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : inside of shim is cracked. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer the device associated with this report was returned to depuy synthes for evaluation. Analysis of the device can confirm the cracked condition, it is found near the metal bushing, no breakage was found in the device. The thermal properties of the metal bushing and radel trial body are different resulting in the material to expand and contract at different rates. This puts a significant amount of stress on interfacing materials. Radel, being highly brittle, will succumb to these thermal stresses in the form of stress cracking. This cracking can be accelerated by high frequency autoclave cycles and/or the use of harsh chemicals, however, it is recognized these outside contributing factors act as a catalyst to the propagation of the cracks which ultimately can lead to catastrophic failure of the shims. Due to crack propagation being recognized as an inherent risk of the shims after repeated use, the potential cause is traced to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and a functional test were not performed since it is not applicable to the complaint condition the overall complaint was confirmed as the observed condition of the attune shim sz3 6mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "inside of shim is cracked". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the metal bushing of the 254500632, attune shim sz3 6mm had sign of scratches. However, the cracked or broken condition of shim could not be confirmed based on the available evidence. This type of damage is consistent with other tools and hard edges coming in contact with the device and usage of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the 254500632, attune shim sz3 6mm would not contribute to the complained device issue. Based on the investigation findings, potential cause for scratches can be traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the shim is cracked/broken patient status/ outcome / consequences - , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study- unknown, (B)(4). Device property of - none, device in possession of - none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. - true.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.